Manufacturer narrative:
Concomitant medical products: 680r30 heart ring; implant date (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his bundle lead was found to have high thresholds, which caused the implantable pulse generator (ipg) to have premature battery depletion. This lead was deactivated and moved to the atrial port if needed in the future. A new lead was implanted in the left bundle branch (lbb) and a new ipg was also implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.